Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating, pelvic pain / pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included famotidine since 2017 and thiamazole (methimazole) in 2017. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced neuralgia ("nerve pain in right pelvis down to right knee"). In (B)(6) 2015, the patient experienced nausea ("nausea") and weight decreased ("weight loss"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and arthralgia ("knee pain"). The patient was treated with promethazine, ondansetron (zofran) and surgery (partial hysterectomy and salpingectorny with removal of the essure devices on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, neuralgia and arthralgia had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, anxiety, depression, female sexual dysfunction, nausea, fatigue, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, neuralgia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. It was reported that ran various tests to determine cause of weight loss and nausea. (B)(6) 2008: hysterosalpinogogram: scout film shows density of essure device bilateral adnexal regions. No spillage of contrast into the abdomen, short length of each essure device on right and left side extends into the uterine cavity. Impression: no demonstrated patency of fallopian tube with essure device seen in place. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received: event knee pain added. Pelvic pain extending to knee pain resolved soon after hysterectomy - outcome of events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating, pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and dyspareunia ("dyspareunia"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of the essure devices on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the symptoms continued and caused ms benjamin to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating, pelvic pain / pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included famotidine since 2017 and thiamazole (methimazole) in 2017. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced sciatica ("nerve pain in right pelvis down to right knee"). In september 2015, the patient experienced nausea ("nausea") and weight decreased ("weight loss"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with promethazine, ondansetron (zofran) and surgery (partial hysterectomy and salpingectorny with removal of the essure devices on or about may 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, dyspareunia, female sexual dysfunction, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown and the sciatica had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, sciatica, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. It was reported that ran various tests to determine cause of weight loss and nausea. On (B)(6) 2008: hysterosalpinogogram - scout film shows density of essure device bilateral adnexal regions. No spillage of contrast into the abdomen, short length of each essure device on right and left side extends into the uterine cavity. Impression: no demonstrated patency of fallopian tube with essure device seen in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient¿s details, concomitant drugs, treatment drug, and unstructured relevant tests were added. Apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss, hair loss, nerve pain in right pelvis down to right knee and abnormal bleeding (vaginal, menorrhagia) were added as events. On (B)(6) 2018: only information extracted is essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.